Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, the iol was sheared by the delivery system cartridge. There was unk pt harm and unk, unplanned medical or surgical intervention required. Additional information has been requested.

Manufacturer narrative:
The lens and delivery system cartridge were returned for analysis and the reported complaint could not be verified that the lens was sheared by the cartridge. The cartridge tip has heavy stress and the tip is bent. The lens was damaged. The damaged noted reasonably suggests that it is closely related to non-adherence to the directions for use. The damage can occur when an insufficient quantity of lubricating solution is present between the lens and the cartridge lumen (wall) or when the lens is not positioned correctly in the cartridge. Product history records were reviewed for iol and all documents indicate the product met release criteria. There were no other complaints reported for this lot number. Additional information was requested by phone, fax and mail on 02/01/2012. A completed questionnaire has not been received. (B)(4).